Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had is had, and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The facility called and reported that during an arthroscopic shoulder repair, a portion of the distal tip of an s90 electrode came off and into the pt's joint space: the surgeon used approximately 21,000 cc of saline in an effort to purge the fragment(s) from the body; they do not know if all was removed. However, the procedure was concluded successfully without further issue or harm to the pt.